Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to fail the electrical continuity test. There was no obvious damage to the conductor wire. The housing was removed for inspection and found the conductor wire was dislodged from the connector. The conductor wire passed the electrical continuity test. Additional observations not reported by the customer were also identified. The conductor wire was dislodged from the connector at the back end. The instrument failed the electrical continuity test. The housing was removed for inspection and the conductor wire was found to be dislodged from the connector. Re-inserted the conductor wire and passed the electrical continuity test. The instrument was installed on the in-house system and passed recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The energy was delivered without being retested and passed all in-house testing on both attempts. The instrument was fully functional after re-inserting the dislodged conductor wire. The instrument was found to have damage to the conductor wire¿s insulation. The conductor wire's insulation was found nicked at the yaw pulley distal with no exposed internal wire. No missing piece of insulation. No thermal damage was observed. The instrument passed the electrical continuity test (after re-inserting the dislodged conductor wire at the proximal end). In addition, the instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on one side of the bipolar yaw pulley.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not able to be used. The customer used a spare instrument to proceed. No fragments fell into the patient. The procedure was completed with no reported injury.